Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. Furthermore, in situ measurements before the reported impact showed several channels with high impedance status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The hearing performance with the device is affected. The recipient experienced a fall from a running car. Further proceedings are unknown.

Event description:
The hearing performance with the device is affected. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.